Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient didn¿t consider their symptoms sudden, but when they went to adjust the settings they discovered their battery was low and needed to be replaced. The settings were adjusted, and the battery was replaced. The issue was resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported the patient mentioned they were at the hcp and had the ins checked which showed lower than 30% and that ¿everything looked good.¿ the patient mentioned the hcp opted not to adjust settings at appointment to help preserve the ins battery life. The patient mentioned their ¿legs were really acting up and they hadn¿t been that way since before the surgery.¿ their legs were acting up the day of the call. The patient also mentioned every now and then they would have a hard time talking and stating ¿it came and went every now and then,¿ but had been since implant. They were sure if the stimulation had covered that. The patient mentioned they called their hcp to inquire if they should take more oral medication. They mentioned since implant they were able to decrease their medications. There were no further complications reported.